Event description:
The (B)(6) female patient received a precise stent in the ostium of the left internal carotid artery. The complaint received for the (B)(4) study indicates that two weeks after the index procedure the patient suffered a neurological event diagnosed as a stroke (ischemic). No additional treatment was given, no neurological consult was requested. The patient still has slight numbness in her thigh.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The (B)(6) female received a precise stent in the ostium of the left internal carotid artery. The complaint received for the (B)(4) study indicates that two weeks after the index procedure the patient suffered a neurological event diagnosed as a stroke (ischemic). No additional treatment was given, no neurological consult was requested. The patient still has slight numbness in her thigh. At index procedure the patient's medical history included synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, congestive heart failure, coronary artery disease, myocardial infarction, and hypertension. At baseline the patient was symptomatic with a nih stroke score of 1 and a modified rankin score of 0. The eccentric and ulcerated target lesion diameter stenosis was 90% with a lesion length of 20mm. The lesion was tortuous and severely calcified. The reference diameter was 6.0. The angioguard embolic protection device was deployed followed by pre-dilation without documented dissection. The 10 x30 precise was deployed at the target lesion and the angioguard retrieved without technical difficulty or associated adverse event. There was no debris in the basket and the residual stenosis was 40%. It was indicated that there was no neurological deficit when the patient left the angiography suite. The patient was discharged the following day with nih and modified rankin scores unchanged from baseline. The patient's post procedure medications included aspirin and clopidogrel. The thirty day follow-up reported an nih and modified rankin scale of 0. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15022723 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke associated with a stoppage or slowing of blood flow to the cerebral arteries is a well known documented potential complication of this type of procedure and is documented as such in the IFU. Based on the limited information and the timing of the event two weeks post procedure the relationship to procedure and device cannot be determined. Patient medical history and comorbidities may have impacted the event. Based on the device history record review, there is no indication that the event is related to any device manufacturing issues. There is not enough information to draw a clinical conclusion between the device and the event; therefore, no corrective actions will be taken at this time.